Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in clinic for a follow up. Upon interrogation an error message displayed informing the user the diagnostic data was invalid. The pulse generator exhibited backup vvi operation. It was clinically resolved by reprogramming. The device remained implanted.